Event description:
A 22 fr. Silastic foley with 5cc balloon opened to or field. Placed in pt by doctor during a prostatectomy procedure. While closing pt it was noted foley came out. Upon reinflation, it was noted that balloon has a slow leak of sterile fluid, therefore that balloon has a slow leak of sterile fluid, therefore deflated. New 22 fr. Silastic with 5cc balloon opened and tested with leaks. Due to the presence of sutures in the swollen bladder neck, it was not possible to reinsert this catheter through the urethra and the bladder neck. Reopening of the abdominal wound was necessiated for placement of this catheter. The wound was reclosed, and there have been no further complications reported on this pt. Reportedly, the doctor stated, "1st foley tested without leaks".